Event description:
This 55 year old female previously underwent bilateral augumentation mammoplasty (date shown to this reporting facility). Recently mammograms showed a rupture of the right breast implant. She has had ongoing problems with the right arm, upper shoulder and had developed a baker IV capsule, right breast. The manufacturer of these implants is unknown to this reporting facility. Gross exam: right implant was grossly intact with silicone gel sort of bleeding thru the implant; left implant was grossly intact. Microscopic exam: right & left capsules show fibrosis, chronic inflammation, focal foreign body giant cell reactioninvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was not destroyed/disposed of.